Event description:
The user facility reported that the coating of the guidewire "began to come off" during a urology procedure. Reportedly, the detached material was successfully retrieved, the procedure was completed with a second guidewire and there were no patient complications.

Manufacturer narrative:
Results - based upon evaluation of user facility information and the returned sample. Conclusions - based upon evaluation of user facility information and the returned sample. Visual examination of the returned sample confirmed that a portion of the polyurethane coating had been sheared away from the guidewire partially exposing the core wire. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a metal or other sharp surface during use. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) may result in "abrasion of the hydrophilic coating," "destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been filed by qa at the manufacturing facility for appropriate tracking, trending, and follow-up.